Event description:
The facility reported a flo-gard infusion pump with unspecified damage. It is unknown when this condition occurred. There was no report of patient involvement. This complaint had the potential to interrupt delivery. There was no report of patient/user injury or medical intervention needed in association with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with unspecified damaged was confirmed during product evaluation. The root cause of the reported problem was determined to be a loose power supply. Service reconnected the power supply to fix the problem.